Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was intermittent issues with the customer's pump case clip. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. Customer's blood glucose was 265 mg/dl. The customer loaded new supplies and resumed insulin delivery.